Event description:
Developed hemorrhagic synovitis/had kind of like an immune response [immune-mediated synovitis], ([hemorrhage], [injection site joint pain], [injection site joint swelling], [low grade fever], [arthrocentesis], [bacterial culture negative], [synovial fluid white blood cells positive]). Case narrative: initial information received on 19-dec-2024 regarding an unsolicited valid serious case received from a nurse. The case is cross linked to the case (B)(4) (multiple device suspect used for the same patient (first injection in the right knee). This case involves an unknown age female patient who developed hemorrhagic synovitis; had kind of like an immune response after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. The patient stated that she had synvisc in the same knee two years ago and was totally fine with no issues. On (B)(6) 2024, the patient received the first injection of synvisc series in the right knee. On (B)(6) 2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 16mg/2ml) (with unknown dose, route, frequency and indication). The nurse stated that they gave the patient a week off to settle down after her first synvisc injection. On the same day after receiving the second injection within four hours she had severe pain and swelling in the right knee (injection site joint pain and injection site joint swelling) and was in the emergency department. She stated that her attending did an arthrocentesis and just pulled "frank blood" out of her joint (aspiration joint). They did a culture, and it came back with no bacterial growth (bacterial test negative). The patient had a low-grade temperature and there were white cells in the fluid culture (pyrexia and synovial fluid white blood cells positive). The nurse stated that patient had developed hemorrhagic synovitis in the right knee after synvisc and was kind of like an immune response which was very bizarre and (immune-mediated arthritis) (batch number: ersp009; expiry date: 28-feb-2027 for all the events). Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2024: [white cells in the fluid culture]. Corrective treatment: arthrocentesis was performed for the event. Outcome: unknown for the event. Seriousness criteria: medically significant and intervention required for the event. A product technical complaint (ptc) was initiated on 19-dec-2024 for synvisc (batch number: ersp009; expiry date: 28-feb-2027) with global ptc number: complaint: (B)(4). Ptc stated: batch number: ersp009, synvisc was manufactured on 07mar2024 with expiration date of 28feb2027 yielding (B)(4) kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformance's were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there was a total of five (5) complaints for mother lot: ersp009 and sub lot: ersp009a, ersp009b and ersp009c. Complaint: (B)(4), ersp009 other adverse reaction nos, complaint: (B)(4), ersp009 other adverse reaction nos, complaint: (B)(4), ersp009c dissociated/popped-out plunger while use, complaint: (B)(4), ersp009c dissociated/popped-out plunger while use, complaint: (B)(4), ersp009 syringe issue nos. Based on investigation and trend analysis, no CAPA corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis complaint handling to determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final ptc was completed on 13-jan-2025 with summarized conclusion as no assessment possible. Additional information was received on 13-jan-2025 from quality department. Ptc results added. Text amended accordingly.

Event description:
Developed hemorrhagic synovitis/had kind of like an immune response [immune-mediated synovitis] ([hemorrhage], [injection site joint pain], [injection site joint swelling], [body temperature increased], [arthrocentesis], [culture nos negative], [synovial fluid white blood cells positive]) case narrative: initial information received on 19-dec-2024 regarding an unsolicited valid serious case received from a nurse. The case is cross linked to the case (B)(4) (multiple device suspect used for the same patient (first injection in the right knee) this case involves an unknown age female patient who developed hemorrhagic synovitis; had kind of like an immune response after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. The patient stated that she had synvisc in the same knee two years ago and was totally fine with no issues. On (B)(6) 2024 the patient received the first injection of synvisc serious in the right knee. On (B)(6) 2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 16mg/2ml) (with unknown dose, route, frequency and indication). The nurse stated that they gave the patient a week off to settle down after her first synvisc injection. On the same day after receiving the second injection within four hours she had severe pain and swelling in the right knee (injection site joint pain and injection site joint swelling) and was in the emergency department. She stated that her attending did an arthrocentesis and just pulled "frank blood" out of her joint (aspiration joint). They did a culture, and it came back with no bacterial growth (culture negative). The patient had a low-grade temperature and there were white cells in the fluid culture (body temperature increased and synovial fluid white blood cells positive). The nurse stated that patient had developed hemorrhagic synovitis in the right knee after synvisc and was kind of like an immune response which was very bizarre and (immune-mediated arthritis) (batch number: ersp009; expiry date: 28-feb-2027 for all the events). Relevant laboratory test results included: synovial fluid analysis - on (B)(6) 2024: [white cells in the fluid culture]. Corrective treatment: arthrocentesis was performed for the event. Outcome: unknown for the event. Seriousness criteria: medically significant for the event

Manufacturer narrative:
Sanofi company comment dated 24-dec-2024: this case involves an unknown age female patient who developed hemorrhagic synovitis; had kind of like an immune response after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. Based on the limited information provided regarding this case, causal role of the company suspect device could not be denied for the occurrence of event. Further information on patient¿s past medical history, family history, concomitant medications, injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received

Event description:
Developed hemorrhagic synovitis/had kind of like an immune response [immune-mediated synovitis] ([weight bearing difficulty], [synovial fluid white blood cells positive], [synovial fluid red blood cells positive], [crp increased], [wbc increased], [haemarthrosis], [injection site joint pain], [injection site joint swelling], [low grade fever], [arthrocentesis], [synovial fluid culture negative], [injection site joint effusion]) synovial fluid color red [synovial fluid color] synovial fluid had no crystals [synovial fluid crystal]. Case narrative: initial information received on (B)(6)2024 regarding an unsolicited valid serious case received from a nurse. The case is cross linked to the case (B)(4) (multiple device suspect used for the same patient (first injection in the right knee) this case involves a 61 years old female patient who developed hemorrhagic synovitis; had kind of like an immune response after the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), concomitant medications, vaccination(s) and family history were not provided. Patient had right knee osteoarthritis, hypertension, valvular heart disease. The patient stated that she had synvisc in the same knee two years ago and was totally fine with no issues. On (B)(6)2024 the patient received the first injection of synvisc series in the right knee. She developed a pain and swelling in the right knee 3 this later. On (B)(6)2024 she was seen again in the office. Her pain and swelling had improved but not resolved. Synovitis was suspected. 2nd dose held. The nurse stated that they gave the patient a week off to settle down after her first synvisc injection. Patient returned to the office on (B)(6)2024, pain and swelling resolved. On (B)(6)2024, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) injection in the right knee (strength: 16mg/2ml) at a dose of 2ml qw via route intra-articular for osteoarthritis knee. On 0(B)(6)2024 (latency: same day) after receiving the second injection within four hours she had severe pain (injection site joint pain) and swelling in the right knee (injection site joint swelling), she could not bear weight (weight bearing difficulty). She went to the emergency department in the night. She was afebrile hemodynamically stable.she stated that her attending did an arthrocentesis (aspiration joint) performed for effusion (injection site joint effusion) and just pulled "frank blood" out of her joint (aspiration joint). They did a culture, and it came back with no bacterial growth (culture negative), gram stain negative for organisms (culture negative). Synovial fluid cell count with wbc (white blood cells) (B)(6) (synovial fluid white blood cells positive) and rbc (red blood cells) 64000 (synovial fluid red blood cells positive), fluid color red (synovial fluid analysis), no crystals (synovial fluid crystal). The patient had a low-grade temperature (pyrexia) and there were white cells in the fluid culture (synovial fluid white blood cells positive). The nurse stated that patient had developed hemorrhagic synovitis in the right knee after synvisc and was kind of like an immune response which was very bizarre and (immune-mediated arthritis) (haemarthrosis) (batch number: ersp009; expiry date: 28-feb-2027 for all the events). On (B)(6)2024, latency: 1 day, the labs with elevated serum wbc (white blood cell count increased), elevated crp (c-reactive protein increased), normal esr (erythrocyte sedimentation rate) were received. She clinically improved after fluid removal and was able to perform rom (range of motion). She was treated with antibiotics as precaution. Final fluid culture was negative for bacterial growth (culture negative). As of (B)(6)2024 she was improving, pain was less, swelling was resolved. Relevant laboratory test results included: c-reactive protein - on (B)(6)2024: 31.8 unk [elevated] culture - in (B)(6) 2024: [final fluid culture was negative for bacterial growth] full blood count - on (B)(6)2024: 14.4 [elevated] gram stain - on (B)(6)2024: negative [negative for organisms] red blood cell sedimentation rate - on (B)(6)2024: 17 unk [normal]. Synovial fluid analysis - on (B)(6)2024: [red] then [white cells in the fluid culture]. Synovial fluid crystal - on (B)(6)-2024: [no crystals]. Synovial fluid red blood cells - on (B)(6)2024: 64000 [64000]. Synovial fluid white blood cells - on 0(B)(6)2024: 98200 [98200]. White blood cell count - on (B)(6)2024: 14.4 unk [elevated]. Action taken: unknown. Corrective treatment: arthrocentesis was performed for the event, patient was treated with aciclovir (acyclovir), aldactone, bisoprolol, diltiazem, esomeprazole, naproxen, alprazolam (xanax), glyceryl trinitrate (nitrostat) and docusate sodium (colace) for immune-mediated arthritis. Outcome: recovering for the event. Seriousness criteria: medically significant and intervention required for the event a product technical complaint (ptc) was initiated on (B)(6)2024 for synvisc (batch number: ersp009; expiry date: 28-feb-2027) with global ptc number: (B)(4). Ptc stated: batch number ersp009, synvisc was manufactured on 07mar2024 with expiration date of 28feb2027 yielding 4,163 kits. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there was a total of five (5) complaints for mother lot ersp009 and sub lot ersp009a, ersp009b and ersp009c. Complaint (B)(4) other adverse reaction nos. Complaint (B)(4) other adverse reaction nos. Complaint (B)(4) dissociated/popped-out plunger while use. Complaint (B)(4) dissociated/popped-out plunger while use. Complaint (B)(4) syringe issue nos. Based on investigation and trend analysis, no CAPA (corrective and preventive action) required. Sanofi will continue to monitor adverse events. Trend analysis will be performed on a periodic basis complaint handling to determine if a CAPA was required. There was no quality related defect that would attribute to a malfunction, death, or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. The final ptc was completed on (B)(6)2025 with summarized conclusion as no assessment possible. Additional information was received on 13-jan-2025 from quality department. Ptc results added. Text amended accordingly. Additional information was received on 08-jan-2025 from nurse practitioner: patient age was added. Concurrent conditions were added. Dose, frequency, route and indication added for suspect. New symptoms added for diagnosis immune-mediated arthritis. Relevant lab data was added. Corrective treatments were added. Event outcome was updated. Clinical course was updated and text was amended.